Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during pvc ablation procedure with a thermocool smarttouch sf catheter, the patient experienced an atrioventricular block (av) block treated with pacemaker implant. The report indicated that the patient came in left bundle branch block with pvcs. The thermocool smarttouch sf catheter was used to map and ablate in right ventricular outflow tract (rvot) and left ventricular outflow tract (lvot). Towards the end of the case, right bundle branch was mechanically bumped and the patient left the operating room (or) with an av block. The patient will have a pacemaker implant. The physician believes the complication is not due to a defective catheter, but procedure and patient related. According to the physician, the catheter was not really involved in the complication. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
On 02-sep-2025 additional information was received clarifying that the event reported under g8. Manufacturer report number 2029046-2025-02800 (manufacturer¿s reference number: (B)(4) is the same event reported under g8. Manufacturer report number 2029046-2025-02819 (manufacturer¿s reference number: (B)(4). As such, 2029046-2025-02819 (manufacturer¿s reference number: (B)(4) complaint is considered to be a duplicate. Any other information or updates will be reported to the FDA under g8. Manufacturer report number 2029046-2025-02800 (manufacturer¿s reference number: (B)(4). Information transferred from g8. Manufacturer report number 2029046-2025-02819 / manufacturer¿s reference number: (B)(4): event description: during a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch sf catheter and suffered a av block which required pacemaker implantation and prolonged hospitalization. Patient received an index ventricular tachycardia cardiac ablation on (B)(6) 2025. On (B)(6) 2025, patient experienced 3:1 av block with a start date of (B)(6) 2025 categorized as severe severity and adverse event serious. In-patient or prolonged hospitalization with an admission date of (B)(6) 2025 and discharged date of (B)(6) 2025 requiring medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. Relationship to study device was not related. The relationship to the study procedure was casual relationship and related to the index procedure. The event was expected/anticipated. The outcome is recovered/resolved on (B)(6) 2025. Intervention performed was other/pacemaker implantation. Checked g2. Is report source study added a2. Patient age at the time of event and a2. Age unit fields added a3a. Sex field added b7. Medical history/preexisting condition field lot number provided; therefore, processed the d4. Lot, d4. Expiration date, d4. Device manufacture date and d4. Primary UDI number, and h6. Type of investigation added "analysis of production records (b14)" a manufacturing record evaluation was performed for the finished device number lot 31647472l and no internal action to the complaint was found during the review. Checked b2. Is hospitalization initial/prolonged h6. Health effect - impact code include hospitalization or prolonged hospitalization (f08) in addition, on 02-sep-2025 also provided that the outcome of the adverse event was fully recovered (no residual effects). The patient required one day extended hospitalization because of (pm) pacemaker implantation. The energy source used when the adverse event occurred was radio frequency (rf). No catheter exchanges occurred during the procedure and no transseptal puncture sites were performed during the procedure. The number of performed ablations was 25 outside the pulmonary veins. No ablations were performed within the pulmonary veins. Concomitant products provided. Therefore, processed the d10. Concomitant medical products and therapy dates section. The patient¿s weight was provided. Therefore, processed the a4. Weight of the patient and the a4. Weight unit fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).